Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿catheter is too short, not able to be inserted far enough". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that when it was asked to explain why the respondent believed the intermittent urinary catheter did not perform as intended and did not result in the clinical outcome of successful urinary drainage, the customer stated that the intermittent catheter end was not long enough.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when it was asked to explain why the respondent believed the intermittent urinary catheter did not perform as intended and did not result in the clinical outcome of successful urinary drainage, the customer stated that the intermittent catheter end was not long enough.